Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The field service engineer reported the keyboard test failed during pre-operational testing. No patient involvement reported.

Manufacturer narrative:
The customer was provided a repair quote and has not responded therefore declining service. There were no parts replaced. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem. Due to no part returning for failure investigation the root cause of the reported issue could not be determined.